Manufacturer narrative:
(B)(6). The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test using her adc blood glucose meter due to a battery icon and the meter subsequently not powering on with button press or test strip insertion even after battery replacement. Customer further reported that on (B)(6) 2015 at approximately 1:00 p.m., she experienced feeling disoriented and dizzy. At around 3:00 p.m., customer self-treated with 7 units of humalog insulin and at 4:30 p.m. She self-presented to a local hospital where a reported reading of "26 mg/dl" was obtained and she was diagnosed with hyperglycemia and administered 10 units of humalog insulin via intravenous infusion. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strips. Meter powered on with button depression and test strip insertion. No new issues were observed. Blank screen was not observed. A low battery icon was no observed. The complaint was not confirmed.

Manufacturer narrative:
"Product problem" of the initial MDR was left unchecked. This report is being updated as part of a retrospective review of issues related to the reportable confirmed malfunction list. This section has been updated to reflect the correction.